Event description:
Inbound; cadd ms3 syringe with lot number 210408, expiration 4/7/2026 under reporting volume in syringe using both cadd ms3 pumps. Not available for return. No further details provided. (B)(6).